Event description:
The pt did have some oozing at the site of venous stick and our arterial stick. This required additional hemostasis with 2-0 vicryl and use of d-stat. Pocket was then closed in 2 layers. Pressure dressing was applied. Postoperatively, after the dressing was applied, it was noted the pressure site appeared more prominent and active bleeding was suspected. Manual pressure was held, but it was decided to re-explore the pocket. The pt was prepped and draped again and was given local anesthetic. Pocket was opened and flushed. There was no active bleeding noted in the pocket and there was no hematoma noted. The prominent site also did not appear prominent anymore, so it is suspected the pt probably did have a small intramuscular hematoma that had dissipated with manual pressure. The pocket was re-irrigated, reclosed in two layers, and pressure dressing was then applied. There were no further complications and this device remains actively implanted.